Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg). Bg value not provided; however, cgm and finger stick read ¿high¿. Elevated bg was addressed via insulin pen injection. System check was performed with tandem technical support and no pump issues were identified; however, customer reported using the cartridge for greater than 72-96 hours. Tandem technical supported educated customer that the pump user guide indicates novolog is indicated for 72 hours and humalog is indicated for 48. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.